Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago.

Event description:
It was reported that the patient lost stimulation despite reprogramming done. It was also noted that the patients ipg was nonfunctional and was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned due to hospital policy.